Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has fallen on different occasions. As a result, stimulation turns off when the pt attempts to increase it. An impedance check revealed all invalid contacts. The pt will meet with his physician to discuss the next course of action.